Event description:
Paramedics attended to a person injured in a fall. The device was used to monitor the pt's ECG. The device allegedly displayed the pt's ECG for only a short time, then displayed excessive artifact. The pt ECG cable was replaced, but the device reportedly continued to display excessive artifact. There were no adverse effects to the pt reported as a result of the alleged malfunction.